Event description:
It was reported that the patient presented for follow up in the clinic. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited high, out of range pacing impedance and failed to capture. The lead was noted to have been fractured. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.